Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose was 186 mg/dl.